Event description:
On (B)(6) 2014, a sales rep calling from an eye care professional's (ecp) office said the ecp wanted to speak with us regarding a pt. The ecp said the pt complained of bilateral red and burning eyes while wearing acuvue oasys contact lenses. The ecp examined the pt and observed 3+ injection ou. The pt was treated with zymaxid and the pt discontinued contact lens (cl) wear for 2 weeks and then wore another pair of acuvue oasys lenses and had a similar reaction, but the pt removed the lenses before an adverse events occurred. The ecp noted that the pt was wearing different powers in both eyes and the lenses were from different lot numbers. The ecp said the pt is currently wearing acuvue oasys trial lenses. Requested a copy of the record and received it the same day. Info from the record as follows: (B)(6) 2014, "chief complaint: recheck os eyelid. Ou red since yesterday, after pt put in cl. Took out after 20 min. Ou "oozing", crusty in am when wakes up" hx of eye cond: "crusted shut in am, eye lid clear now." "Was using gentamicin gtts, don't seem to help". Objective: "eye issues started with new box of cl. All were different lot#s. No change cl solution." "Throw away cl (pair); throw away case/solution. Vigamox q 1hour x 6 hours than q2 hours then qid x 6 days. Drawing shows ou +2- 3 circumlimbal injection. No corneal stain other than negative stain pattern; a/c deep +1 cell ou; +bulbar stain. On (B)(6) 2014, "chief complaint os-red after wearing cl - put new contacts in, eyes turned blood red (again) 6 days ago." Cl brand oasys 8.4 +2.00; 8.4 +4.00. Solution: renu. "All started with upper lid red dx with yeast" (asked ecp for clarification, the ecp said the pt's pcp diagnosed a yeast infection on the os eye lid). "Tried cl after cleared. Both eyes looked terrible, told her threw cl/case/solution away. Did as asked." "Objective: lenses worn for one week overnight and removed one night during the week." "Assessment: use this pair for week with vigamox (note ecp said pt was to take a trip and insisted on wearing lenses; ecp instructed the pt to use this pair while instilling vigamox drops and then discard that pair of lenses). "Plan: order 2 boxes to exchange with pt." Drawing: note - "eyes not too red today. No cell or flare. Plan: no cl/vigamox qid." On (B)(6) 2014, called the ecp for f/u info. The ecp said the pt had not returned to the office since the (B)(6) 2014 visit. The ecp had no further info to offer. The product has been requested by has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Lot b00g925 was produced under normal conditions. If add'l medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
The report for the pt's right eye is documented in MDR 1033553-2014-00032. Device labeling: single use or reuse.